Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted 3 boxes of 40 center entry bags each were received. Visual evaluation noted the box packaging had exterior damage to it and had evidence of opening and resealing. Samples were tested. The box was opened and the devices were all of random orientation giving supporting evidence that the packages were previously opened and replaced back into the box. Two of the samples evaluated had drain bags with their inlet tubing kinked right above the entry into the bag. This fails to meet specifications as "any kinks in drainage tube which reduce the inner diameter more than 25% are not permitted ". Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect assembly operation/ components placement/ accessories. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. This product is a bard center entry closed system urinary drainage bag and is sold as single use, non-sterile bulk pack (n=40) with appropriate labeling identification and revision data as well as manufacturer contact information. The case box also identifies the product as not containing latex. The product is designated as prescription only (rx only). Thus, in determining requirements for adequate instructions for use, prescription devices was consulted as appropriate reference. As determined by this assessment, this device may be exempted from instructions for use per the assessment. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag had extreme kinking in the tubing which made it unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag had extreme kinking in the tubing which made it unusable.